Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 2 reported devices were received for evaluation; the events were confirmed during testing. Evaluation found both devices had a bent foot. These devices are not repairable and were not returned to the user facilities. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the device had a bent foot which can cause damage to the dura. There was no patient involvement for one reported event and patient involvement for one reported event; no patient impact.